Event description:
It was reported that during a spine nerve procedure, the first device was fired once and no staple came out; the second firing was sideways; and the third one jammed in the nose. They then used a second device and when they removed the drape, the staples appeared to be malformed and separated in half in the skin. It is not known how the case completed. There was no patient consequence reported. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.